Event description:
It was reported that there was a problem with recharging. The patient was charging more than expected. The recharge interval appeared to be appropriate. A 1/4 drain was noted in about a 1-2 week period. Pt recharged every 1-2 weeks when the battery was 75% full. It was noted that the patient had a car accident. After the car accident, the patient experienced stimulation in the groin and abdomen. Pt has had ins off since (B) (6), until the day of the report. The device was reprogrammed. Impedances were normal. The battery was 1/2 full at the time of the report. Following reprogramming, the patient was receiving effective stimulation in the desired area.

Manufacturer narrative:
(B) (4).